Event description:
The facility had stated a vitrectomy was performed at some point during the surgery with the model aa4204vf intraocular lens. It is unknown if the lens caused or contributed to this procedure. Several attempts have been made to contact the facility to gather info regarding this complaint but none have been forthcoming.